Event description:
Unomedical reference number (B)(4). Event occurred in germany it was reported that the patient faced an issue with infusion set was leaked. The location of leakage was the where tube can be disconnected from the infusion set. No further information available.

Manufacturer narrative:
Patient country: (B)(6). Patient city: (B)(6).